Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was re-implanted on (B)(6) 2025 due to device malfunction. The user reported the hearing performance was affected.

Event description:
The user was re-implanted on (B)(6) 2025 due to device malfunction. The user reported the hearing performance was affected.

Manufacturer narrative:
Conclusion: based on the limited received information from the field, a problem with the reference electrode seems likely. However, to determine an exact root cause investigation at the explanted device and more information would be necessary. The explanted device has not been received for investigation yet. This is a final report.